Manufacturer narrative:
The reported event of a lead malfunction was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections found no anomalies.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the atrial lead was explanted and replaced due to an unknown malfunction. Further information was requested but not received, and the patient's condition was unknown.